Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
It was reported that an incorrect isocenter for a tangential image was imported from iviewgt in mosaiq. Based on the available information, there was no report of mistreatment.